Event description:
Customer alleges discrepant results with patient's inratio meter: date: (B)(6) 2011, inratio: 1.1, retest inratio: -, lab: -; (B)(6) 2011, 0.7, -, 4.x; (B)(6) 2011, 2.0, -, 2.1; (B)(6) 2011, 1.2, 1.5, -. Results on (B)(6) 2011 were done 2 hours and 40 minutes apart. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.